Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the product through fuji ultrasound endoscope working channel to duodenal bulb and confirmed the puncture location and ready to do biopsy while found out the needle sheath cannot be advanced out of endoscopy channel after several attempts. Then the user retracted the needle from endoscopy and confirmed the needle was separated from the sheath and cannot be recovered to the sheath. Then the user changed to another same device to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: for complaints occurring during use (once in contact with endoscope) also ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site.2.2cmx2.5cm what is the endoscope manufacturer and model number that was used with this device? Fuji ultrasound endoscope 4. Was gaining access to the targeted site difficult? No 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 6. Was needle penetration of the targeted site difficult? No 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes 8. How many biopsies were obtained with use of this needle? Zero 9. Did any section of the device detach inside the patient? No 10. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-aug-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1995569 of echo-hd-3-20-c was returned for evaluation in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 february 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned not fully insert into the device, needle examined and observed to be fractured approx. 0.5 mm from tip of distal end of needle (ipe of ruler ipe0402). Functional inspection: sheath extender advance and retract without issue, needle advance and retract without issue, needle tip won¿t retract fully into the sheath, stylet withdrawn from the device with difficulty, attempted to reinsert stylet to the device but does not reinsert fully, needle withdrawn from the device and observed to be broken proximately below sheath extender, sheath observed to be frayed - pinched below sheath extender, it should be noted that this file is related to another complaint files. For details of the other investigation please refer to: (B)(4). Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1995569 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Based on the available information, the possible root cause could be attributed to device being in flexed and torturous position during the procedure potentially causing the needle to break proximally below the sheath extender. Difficulty on advancement of the sheath that customer experienced and resistance felt while inserting the device through the scope might have triggered the need for additional force, this potentially could have contributed to the sheath damage, needle separation and in result inability to retract the needle into the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.